Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume intermates ruptured during fill. The units had been filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between april 9, 2018 - april 10, 2018. The actual device was not available; however, a photograph of the two (2) samples were provided for evaluation. Visual inspection on the returned sample photos revealed a ruptured bladder. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.